Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead became damaged. The conductor coils were stretched and a fracture was suspected. The lead was removed, and another lead was implanted with no further issues. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection confirmed the conductor coils were deformed 440 mm from the terminal pin. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. A lead fracture was not confirmed. The damage to this lead was induced during the attempted implant procedure.

Event description:
--